Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the strom stem trial treads were stripped, neck segment would not screw on properly. There were no surgery delay." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the srom dist stem trial 17 std was found stripped from the threaded area. Additionally the device exhibits signs of heavy use. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional evaluation was unable to be performed due to mating device did not return. However, it is reasonable to conclude that the observed damage in the threaded area may cause it to be unable to be fully assembled with the neck of the trial. Therefore, the reported condition can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the srom dist stem trial 17 std would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (af0105) provided is not a valid finished goods lot number. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the strom stem trial treads were stripped, neck segment would not screw on properly. There were no surgery delay.